Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions: deployment of the device when the device is not positioned against the arterial wall; marker lumen had not stopped bleeding. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The proglide instructions for use states: if significant blood flow is present around the perclose proglide smc device, do not deploy needles. Remove the perclose proglide smc device over a 0.038 (or smaller) guide wire and insert an appropriately sized introducer sheath.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery achieved using a perclose proglide device after a fractional flow resistance interventional procedure. Reportedly, the device was deployed while there was still pulsatile flow at the marker lumen. Thirty minutes later there was no blood flow to the leg. Forty minutes later the physician accessed the right common femoral artery through the left common femoral artery and used a fox plus balloon to open the artery. Blood flow to the leg was restored. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.